Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, when suturing the vaginal wall, the needle broke twice. The surgeon restarted suturing and used another needle which resulted to surgical extension by 10 minutes and over-consumption of product. There was no patient injury.